Manufacturer narrative:
Implant and explant dates: if implanted, give date: not applicable as this is not an implantable device. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the unit carton of an emeraldc30 cartridge, the surgeon observed that the tip part was deformed. No patient contact reported and the surgery was completed successfully using another emeraldc30 cartridge.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 04/07/2016. Device returned to manufacturer - yes. Device evaluation: the cartridge was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification showed residue of viscoelastic ovd (ophthalmic viscosurgical device) inside the cartridge tube, indicating the device was handled and prepared for surgical use. Stress marks were also observed which are typically caused and/or may well appear by the pass of the iol through the cartridge. Tip deformed was verified in the returned cartridge. Manufacturing records review: the manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. The search revealed that no other complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.